Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), pregnancy with contraceptive device ("9 weeks pregnant"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)") and caesarean section ("emergency c-section") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), device breakage (seriousness criterion medically significant), headache ("headaches"), device dislocation ("migration of essure"), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent a procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, device breakage, headache, device dislocation, fallopian tube perforation, uterine perforation and caesarean section outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, caesarean section, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed that following essure removal, injuries or symptoms decreased or resolved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), pregnancy with contraceptive device ("9 weeks pregnant"), device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)") and caesarean section ("emergency c-section") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), device breakage (seriousness criterion medically significant), headache ("headaches"), device dislocation ("migration of essure"), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent a procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, device breakage, headache, device dislocation, fallopian tube perforation, uterine perforation and caesarean section outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, caesarean section, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claimed that following essure removal, injuries or symptoms decreased or resolved. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Events abnormal bleeding ( menorrhagia), device breakage), headaches, migration of essure, perforation (fallopian tube), perforation (uterus) and emergency c-section added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("9 weeks pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the (B)(6) of pregnancy. The patient was treated with surgery (she underwent a procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, migraine and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: this case was converted from the conceptus database into argus on (B)(6) 2014 and was initially reported by a consumer. Further information was received on (B)(6) 2017 and qualifies this previous conceptus case as reportable case by (B)(4). Reporter added, start date and stop date was updated, events painful menstrual cycles, painful intercourse, pelvic pain, abdominal pain, migraine headache and heavy vaginal bleeding. ***string generated by auto-narrative. Do not modify*** [addendum: this case was converted from the conceptus database into argus on (B)(6) 2014. The medical content of the case was not changed.] Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.